Event description:
It was reported that the subject device had image noise. This issue occurred during inspection at the time of setup, before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped and the image had white dots. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for white dots the most likely cause is that too much force was applied to the charged coupled device and for the light guide bundle was chipped the most likely cause is that physical impacts and similar damage caused additional scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.